Manufacturer narrative:
The device was ived by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was heating up. The device was not being used during surgery. It is unk if injury or medical intervention were reported. The date of the event is unk. There was no additional info provided.